Manufacturer narrative:
Findings: unable to perform displacement test due to missing retainer. Unit received missing reservoir tube o-ring, minor scratches on case and minor scratches on lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had crack on reservoir thread. The blood glucose at the time of the incident was 182 mg/dl. Troubleshooting was performed. The device was returned for analysis.